Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 406 mg/dl. The customer reported having high blood glucose levels and changing the infusion set. The customer¿s blood glucose level was 409 mg/dl at the time of the incident. The customer had no symptoms. The customer did treat the high blood glucose level with a manual injection, eight units of insulin. The customer's blood glucose level was 474 mg/dl at the time of call. The customer did not complete troubleshooting due to not having the necessary equipment to complete testing. The customer states when changing the infusion set a small white substance was found at the tip of the cannula causing a blockage. The customer changed the infusion set and treated with a with a bolus from the insulin pump. The insulin pump will not be returned for analysis.